Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was difficult to disassemble and the surgeon cut his finger on the knife. The hospital has reported no pt injury occurred.